Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. The sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor, and no signal loss message was displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device in use with iphone 11 ios 16.7.2. The customer experienced unspecified hypoglycemic symptoms and was unable to self-treat, requiring third-party administration of high glucose snacks. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device in use with iphone 11 ios 16.7.2. The customer experienced unspecified hypoglycemic symptoms and was unable to self-treat, requiring third-party administration of high glucose snacks. There was no report of death or permanent impairment associated with this event.

Event description:
A signal loss issue was reported with the adc device in use with iphone 11 ios 16.7.2, app version 2.10.2.7677. The customer experienced unspecified hypoglycemic symptoms and was unable to self-treat, requiring third-party administration of high glucose snacks. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.